Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The daughter reported via phone call that the customer had a low blood glucose incident in the past. The caller stated the paramedics were called during this low incident. The customer's blood glucose was unknown during this incident. The caller also reported the customer had several sensor error alerts with ther sensor. Customer's current blood glucose was 217 mg/dl. The customer declined to return the insulin pump for analysis.